Event description:
It was reported that during a device upgrade, externalized conductors were observed between the svc and rv shock coils via diagnostic imaging. A slight change in pacing lead impedance was noted. The lead was capped and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.